Manufacturer narrative:
All buttons were functioning properly. However, corroded keypad traces were found. No button error alarm occurred during testing. The device was received with a broken reservoir tube lip and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, which could not be cleared. Customer's blood glucose was 314 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.